Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there was a revision surgery performed to revise and tighten the screws.

Manufacturer narrative:
Corrected data: d4. Updated information: h6. The device under complaint has not been returned and further details were not provided, no profound investigation could be performed, and therewith, no detailed determination of the root cause is possible. H3 other text : not available.

Event description:
It was reported there was a revision surgery performed to revise and tighten the screws.